Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have damaged conductor wire at the distal end near the yaw pulley. The wire was not frayed or broken as reported by the customer. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire show thermal damage on melted yaw pulley near the conductor wire. The instrument passed the electrical continuity test on both grips.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps had a frayed and broken wire. The procedure was completed with no reported injury.